Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned with liquid in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo 12.6, -4.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was replaced with a same size , different power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved. Cause of the event is reported as unknown.